Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for eval? No. Dev rtn to MFR? No. Mfg date: 09-jul-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion during attempted implant and died. It was also reported that the ipg was repositioned multiple times as no good contact was found.